Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 7. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by rep, a certas plus valve would not drain and was explanted by the surgeon. Sometime after initial implantation, the patient developed a subdural hematoma. At that time, the surgeon reprogrammed the valve to setting 8 in hope of it resolving. When it did not resolve on its own, they evacuated the subdural and left the valve on setting 8. The subdural reoccurred. Patient was admitted to the hospital last friday and shunt was removed yesterday. The rep does not have the original surgery date or lot#.